Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands were unable to be deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.